Event description:
According to the facility, "the rigidity of the mask caused a sedated patient to sustain a corneal abrasion during sedation when they inadvertently attempted to remove the mask from their face." No additional information at this time.

Manufacturer narrative:
According to the facility, "the rigidity of the mask caused a sedated patient to sustain a corneal abrasion during sedation when they inadvertently attempted to remove the mask from their face." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated h3: device evaluated by manufacturer; updated h6: investigation findings (c); updated h6: investigation conclusions (d).